Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity) and had a delayed keypad. No additional information is available.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation the device alarmed system error 345 and had a keypad delay. The cause of the system error 345 was identified to be an out of specification upstream thermistor. The ultrasonic sensor was replaced to correct the condition. The cause of the keypad delay was identified to be failed processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.